Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by an edwards lifesciences affiliate in france, the patient underwent a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 29 mm sapien 3 ultra (s3u) valve. During valve deployment, the commander delivery system balloon burst; however, the valve was fully deployed. There was difficulty withdrawing the delivery system into the esheath+ due to the umbrella shape of the balloon. As a result, a decision was made to remove the esheath+ followed by removal of the delivery system. The esheath+ was removed, and a kink was observed. During removal of the delivery system from the artery, difficulty was encountered. Additional force was applied, and the delivery system was subsequently removed from the patient. No patient injury was reported. The patient was reported to be in stable condition.